Event description:
It was reported that, "exchanged femoral head". "Head came off stem. Wrong head used first time."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. The pt decided to keep the device. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report.